Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited elective replacement indicators (eri) after 28 months of implant. The ICD was explanted.